Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were going to have a replacement, they were having ¿lesions develop because of the surgery, scar tissue was developing and everything was going to where their device was.¿ the patient also reported that 1.5 months prior to the day of the report the patient noticed that there was a huge indentation in their abdomen and pelvic area. The patient was told that they would need to have their device taken out and moved to the other side. The patient inquired if their device was near the end of its life. The patient also reported that they had been sick with ¿stomach and intestinal issues¿ since (B)(6) 2016 and at that time they read the device and it had been reset to the factory settings. It was unknown how the reset happened. The patient¿s healthcare provider turned the device up at that time and again on (B)(6) 2017 and they wanted to get the patient¿s stomach to ¿start working.¿ no further complications are anticipated.